Manufacturer narrative:
The patient's previous pump exchange for thrombus is reported under MFR report # 2916596-2015-01727. (B)(4). Approximate age of device ¿ 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2008. The patient reportedly underwent 3 pump exchanges with the most recent pump exchange due to thrombus on (B)(6) 2015. It was reported that the patient had an ongoing (B)(6) infection at the pump pocket site. After pump exchange, the patient's lactate dehydrogenase (ldh) level continued to be elevated and there was significant concern for pump thrombosis due to the onset of heart failure symptoms. The patient received lytic therapy for 3 days with transient and minimal improvement in ldh and symptoms. The patient was not a candidate for another pump exchange and lytic therapy did not appear to be successful. On (B)(6) 2015, the patient's ldh level reportedly started to rise. The patient's ldh was 2015 u/l on (B)(6) 2015 and 2570 u/l on (B)(6) 2015. The patient's estimated pump flows and pump powers were also elevated at this time. The patient was started on milrinone and was discharged with hospice care. The patient expired at home on (B)(6) 2015 due to hemolysis and a hypercoagulable state.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Thrombus, hemolysis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.